Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head produced no image output. There was no report of patient involvement or adverse event associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, g3, h2, h3, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, due to disconnection in cable unit, the endoscopic image cannot be displayed, and image has white dots. However, a probable cause for disconnection in cable unit could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.